Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure as the lens cracked upon insertion into a patient¿s right eye. Another johnson & johnson lens of the same model and diopter was used as the replacement. There were no medical or surgical interventions required. It was noted that the patient has recovered. No further information was provided.

Manufacturer narrative:
Additional information: section a2: date of birth: (B)(6) 1958. Section e1: reporter first/given name: (B)(6). Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 19, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original handpiece. Additional information on the original folding carton and an implant notification card were received as well. Visual inspection under magnification revealed that the complaint lens was received stuck inside of the cartridge tip. The cartridge tip could be observed to be cracked around the lens. The handpiece assembly was inspected and, no issues that could contribute to or cause the observed issues were identified. The lens was removed from the cartridge and cleaned, revealing that the lens was torn. The complaint issue ¿lens damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.